Event description:
The customer reported that the system locked up at boot up prior to a case. The customer states the system continued to x-ray after the button was released and the operator had to power off the unit to stop scanning. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.